Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the procedure was cancelled and the patient was prepped and under anesthesia.

Manufacturer narrative:
Alleged failure: eib clay, rep, issue: unit was plugged in and it came up with an image covering the whole monitor and also the option to white balance was not there, this happened during a case. The case had to be re scheduled, po approved contract repair per chris hatch salesforce case number (B)(4). [Update - noticed during the case when they were plugging the camera into the camera box. The patient was under anesthesia and the surgeon had made the first incisions. No loss of image, just couldn¿t white balance and the camera head had no button functionality]. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. Root cause was ccu serial number (B)(6) used along the camera head at the account. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the procedure was cancelled and the patient was prepped and under anesthesia.